Manufacturer narrative:
Product event summary: analysis was unable to confirm a stylus issue; the stylus and cursor aligned on the screen and tracked together throughout the display screen. Analysis was unable to duplicate slow and delayed printing; however programmer log files contained data indicating the programmer was experiencing sluggish performance. Analysis also found the keyboard latch and left keyboard hinge were broken. It was noted the lower hinge plate was cracked. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus needed to be recalibrated to the screen. It was also reported that the programmer's internal printer either would not work or would print very slowly, and printing to an external printer had a delay. The programmer has been returned to service. No patient complications have been reported as a result of this event.